Event description:
Additional information was reported by the healthcare professional (hcp) on 2016-01-27. The pump was used to deliver fentanyl (1000 mcg/ml at 239.9 mcg/day). The patient was also taking roxicodone. The patient¿s medical history included chronic pain and a morphine allergy. It was reported that the pump had been checked and interrogated. The volume was checked and everything showed that the pump was working accurately. It was noted that the patient¿s falling did not affect the pump in any way. It was reported that the pump not working right after the fall, broken ribs, nausea and the pump getting hot and burning sensation had resolved.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) year old male patient receiving unknown intrathecal medication (asked; patient does not know) via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. It was reported that on (B)(6) 2015, the patient fell on his pump and broke ribs. Ever since, the pump has not been working right. No interventions were mentioned. The patient states that if he eats anything, he gets nauseated and the pump gets hot and feels a burning sensation. It was noted that these issues started suddenly after he fell, and are located under his ribs and on his left side. It was noted that the patient has been lying on his back most of the time, and hasn't been doing so well. The managing physician had redirected the patient to the emergency room (ER), however the patient had not gone at the time of this report. Patient was since unable to reach anyone at this current health care provider (hcp) and had left a voicemail. The drug, concomitant medications, medical history, troubleshooting/cause related to the pump not working, diagnostics related to the symptoms, and the resolution of the device issue and symptoms remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.